Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that for a few minutes the display, silence button, and battery button on the system controller were not functioning. The pump running symbol was not illuminated. The black power cable light was yellow on the system controller and had a steady alarm. On system controller interrogation, no low flow or pump power alarms were noted, just pulsitility index (pi) events were noted without speed or power changes. Log file review was requested which revealed pi events and unusual power cable disconnect alarms while the patient was on battery power related to relative state of charge (rsoc) invalid flags, indicative of a poor connection between the battery and the battery clips. No other unusual events were noted.